Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while the alleged settings issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, customer updated their settings to address the event. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.